Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy with passing results. The device was determined to meet all product specifications related to the reported event. The reported failed flow rate test was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing with an identified underinfusion during preventative maintenance in biomed services. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.